Manufacturer narrative:
(B)(4). MFR # 3004753838-2025-239925 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
It was reported that an alert/notification settings issue occurred. Data was not investigated on an individual level. The issue will be reviewed at a strategic level on a regular basis. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that there was a sensor not active message. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).